Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a , UDI: (B)(4), serial: (B)(6), batch: 8754817.

Event description:
It was reported that the patient experienced ineffective therapy due to one lead being fractured. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead fractured.

Manufacturer narrative:
B1 correction: product problem was not checked initially.

Event description:
Surgical intervention was undertaken on 18 march 2024 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.